Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the plastic cover of the bronchovideoscope was burned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event plastic distal end cover burned could not be determined. The user may detect the event by handling the device according to the following IFU. - inspection of the endoscope. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU. - using endo therapy accessories. Olympus will continue to monitor field performance for this device.